Manufacturer narrative:
Investigation - evaluation: one fallopian tube catheter was returned for investigation. Inspection found 3mm of the catheter tip had separated, leaving 1mm of radiopaque tip attached to the catheter. The investigation conclusion has not changed as a result of inspection of the returned device. Based on available information, clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, device failure, or manufacturing related causes. Cook has concluded that the main cause of the failure is component failure unrelated to manufacturing or design deficiencies. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Event description:
Additional information received 04feb2021. A new device was used to complete the procedure without any further complications. There were no consequences to the patient.

Manufacturer narrative:
This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Event summary it was reported that, ¿there was an unhooking of the radiopaque of the microcatheter within the uterine cavity.¿ as reported, an unknown female patient required the use of a fallopian tube catheterization set during a tubal clearing procedure. The operator reported that the radiopaque marker ¿unhooked¿ from the microcatheter within the uterine cavity. The radiopaque marker did not migrate from the uterine cavity and was recovered by aspiration. No adverse effects to the patient were reported because of the alleged malfunction. Investigation - evaluation a document-based investigation was performed including a review of complaint history, device history record, manufacturing instructions, quality control data, the instructions for use (IFU), and other. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other related complaints from the lot have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: 8. Introduce the 3.0 french delivery catheter and .015 inch mandrel wire guide into the 5.5 french delivery catheter. 9. Advance the catheter and mandril wire guide together until the distal tip of the 3.0 french delivery catheter is even with the tip of the 5.5 french delivery catheter. 12. Coaxially, advance the 3.0 french delivery catheter over the positioned mandril wire guide for a short distance or until resistance is felt. Warning: if significant resistance is felt, do not attempt to advance the catheter. Warning: do not attempt to advance the catheter or mandril wire guide beyond the tubal isthmus.¿ based on the information, clinical assessment cannot eliminate any possible causes for this event such as product handling, medical procedure, device failure, or manufacturing related causes. Cook has concluded that the main cause of the failure is component failure unrelated to manufacturing or design deficiencies. Per the quality engineering risk assessment, no further action is warranted. Cook medical will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information was provided since the last report was submitted.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
As reported, while using a fallopian tube catheterization set, the radiopaque marker "unhooked" from the microcatheter within the uterine cavity following a tubal clearing procedure. There were no other difficulties noted during the procedure. The radiopaque marker did not migrate from the uterine cavity and was recovered by aspiration. No adverse effects have been reported due to the alleged malfunction. Additional patient and event information has been requested.